Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call motor error alarm and no delivery alarm. Customer's blood glucose level was over 330 mg/dl. Troubleshooting for motor error alarm was performed. Customer advised they completed the rewind process, they received a no delivery alarm and then a motor error alarm. Customer's mom did not have another infusion set to continue troubleshooting. Troubleshooting for the no delivery alarm was performed. Customer advised they will call back to complete troubleshooting when they get the necessary supplies.